Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in australia .was reported that patient faced an event of occlusion alarm on (B)(6) 2024. Patient reported that the occlusion was in the tubing. Patient also experienced high blood glucose level. Patient was treated with correction bolus. Patient took irvesartan for the treatment. No further information was available.